Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's high blood glucose levels. It was reported that the customer was having inaccurate meter readings. The customer's blood glucose level was 500mg/dl, 253mg/dl and 123mg/dl. It was reported that the customer thought they were not high at all. It was reported that the customer would not be calling back to troubleshoot.